Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was in error in the graduation scale. To aid in the investigation, five samples were received for evaluation by our quality team. One sample is in an opened packaging blister and contaminated with 28ml of a drug. The other four samples came in sealed packaging blisters. The samples were visually inspected finding no defects or imperfections. For safety reasons, the contaminated sample was not used for further evaluation. The other four samples were tested for volumetric accuracy and the results were acceptable. The photo provided shows the contaminated sample received. A device history record review was completed for provided material number 302832, lot number 1005439. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 30ml ll s/c 56 experienced scale marking issues. The following information was provided by the initial reporter: scale error, (start line error).